Event description:
The user facility reported a 45-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient¿s right foot was cold to the touch and didn¿t have a palpable pulse. An echo was performed, and the pump was noted to be angled down to the mitral valve. No suction alarms and no hemolysis were noted so the decision was made to not reposition the pump. Three units of packed red blood cells were ordered. After the pump was explanted, a lower extremity angiogram revealed an occluded popliteal artery. Penumbra was used to extract the clot and flow was restored to the foot.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.